Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted for programming recommendations. No adverse patient effects were reported. This product remains in service.